Manufacturer narrative:
The t:slim pump user guide indicates to always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 300 units of insulin. Reportedly, the customer was confused with the cartridge preparation step and injected air into the cartridge (instead of removing air). Tandem technical support educated the customer on the proper load technique. The customer was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.